Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator's touch screen was delaminated and there was a bubble on the screen. The customer also reported that the device's screen was not responding and calibration was out of range. The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: the reported complaint was able to be confirmed but could not duplicate "could not do screen calibration". There is visible fluid ingress which could result in malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.